Manufacturer narrative:
A re-intervention was performed on (B)(6) 2017 and both leads were explanted. Reportedly, atrial lead was placed with a too big loop in the atrium, and both leads were in contact in the area of the valve, which resulted in the reported behavior.

Event description:
Reportedly, several episodes were recorded for the subject pacemaker, showing atrial and ventricular oversensing of unknown origin. The oversensing has exactly the same morphology in atrial and ventricular lead. X-ray of the thorax was performed without any observation. Lead measurements were reportedly stable since implantation. Reportedly, an upgrade to ICD is scheduled in the next weeks.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, several episodes were recorded for the subject pacemaker, showing atrial and ventricular oversensing of unknown origin. The oversensing has exactly the same morphology in atrial and ventricular lead. X-ray of the thorax was performed without any observation. Lead measurements were reportedly stable since implantation. Reportedly, an upgrade to ICD is scheduled in the next weeks.